Manufacturer narrative:
Event did not occur during a procedure. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
While trying to rotate the drill bit through the drill guide right, the cutting edge of the drill bit shaved metal off of the drill guide. Event did not occur during a procedure. This is the 1st of 2 reports submitted on this event.